Event description:
Patient had elective lap. Chole. After surgery, noted small break in skin rt. Lower quadrant of abdomen 2cm x 2cm as well as erythematous. Staff unable to determine if related to friction of movement of trocar or related to temperature of camera light that was touching skin. Antibiotic ointment applied and dry sterile dressing. Wound did not heal accordingly. According to patient, wound did not heal. She then saw a wound care physician and had an excision of chronic nonhealing abdominal wound. Diagnosed with full-thickness burn.